Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the picture, a small white dot is observed on the shell. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary.,according to the information received, the implant surface is scratched. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. No shell irregularities were found. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 225cc being used in a primary breast augmentation was found to have shell irregularities during the operation. No adverse event was experienced by the patient. There were no reported patient consequences or procedural delays.

Manufacturer narrative:
On november 4, 2020, mentor completed evaluation of the device. Photo evaluation summary: during the visual evaluation of the picture, a small white dot is observed on the shell. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 17, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).